Event description:
While preparing the patient for transport, the propaq stopped functioning and screen displayed an error code. We replaced it with another as we had not yet left the hospital. This was a critical patient, being transported to a higher level of care. These devices are used for transport so they tend to get rougher treatment than a stationary monitor.